Event description:
It was reported patient had a revision of left hip due to broken accolade stem. Sales rep reported based on x-rays that the neck broke off completely.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem fracture involving an accolade plus tmzf hip stem #5 was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿examination of the fractured stem and its fracture surface would rule out faulty manufacturing or material factors contributing to this fracture, or possibly demonstrate an origination point of a fatigue fracture. Based upon the information available for review, no determination of cause can be made.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device and offices notes between the primary and revision surgeries are needed to complete the investigation for determining the root cause.

Event description:
It was reported patient had a revision of left hip due to broken accolade stem. Sales rep reported based on x-rays that the neck broke off completely.